Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that lead safety switch occurred on the rv lead. Reported only one short episode of noise noted in the logbook. The following physician was dr. (B)(6) at (B)(6) medical center in monterey park, ca. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).